Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that they encountered an elective replacement indicator (eri) message on (B)(6) 2017 when trying to turn the patient's ins off for an EKG. The caller reported that the patient programmer showed eri/off. The caller reported that the patient just changed the ins a couple of summers ago. The caller reported that when attempting to bypass the information screen, the patient programmer was still showing eri, but the programmer functioned normally. The caller reported that the patient's ins was at 2.46v. No patient symptoms were reported. No further patient complications have been reported as a result of this event.